Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported that the insulin pump had blank display. Troubleshooting was performed. The inserted a new battery and received unexpected restart error alarm. The customer's blood glucose level was unknown. The customer was advised to discontinue the use of insulin pump and revert to back up plan. It was also reported battery compartment was neither damaged nor corroded. The customer was advised that the pump will need to be replaced. The customer will return insulin pump for analysis.

Manufacturer narrative:
Pump passed the operating currents measurement, self test, unexpected restart error test and displacement test. Pump was monitored for several days and no blank display anomaly or unexpected restart error alarm anomaly noted. No damage found on lcd isolation tape noted. Pump had cracked battery tube threads, cracked reservoir tube lip, minor scratched display window and stained address/serial number label.